Event description:
It was reported that during a hepatectomy procedure the device, during the second firing with a white reload, completed the firing cycle and the blade returned partially to the original mark but the jaws would not open even after many manual handling procedures. Unk pt consequence. Unk how case completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.